Manufacturer narrative:
The technician after replacing the solenoid valves replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head of the bed is drifting.